Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and it failed. The usb pin(s) from j3 were found to be damaged. The receiver failed to get charge and boot up since the usb pins were damaged. The receiver download could not be retrieved. The receiver functional test was attempted but could not be performed. The reported event that the receiver ceased to function was confirmed because the damaged usb pin(s) from j3 prevented the receiver from charging the battery and the receiver unit ceased to function. The root cause was damaged usb pin(s) from j3.